Event description:
It was reported the insufflation unit exhibited front panel volume light-emitting diode (led) was worn/cut. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.